Event description:
Two horizontal arms on the dual light suspension were in contact with each other with insufficient spacing in between. The friction between the two horizontal arms caused some debris to fall onto the or floor.